Manufacturer narrative:
The system remains implanted. The physician was contacted in an attempt to retrieve further information concerning clinical outcomes. It was reported the physician had encountered other similar events. This report will be updated once additional information becomes available.

Manufacturer narrative:
The available information suggests this device remains implanted with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had been implanted and connected to a chronic competitor right ventricular (rv) lead. Wide fluctuations in rv lead impedance were measured. No out of range impedance measurements were reported. A revision procedure was performed and the system was evaluated. No lead problems were noted during the revision, and the system remained implanted. Later, further impedance fluctuations were noted. No adverse patient effects were reported.